Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had multiple cubies failed. The procedure was delayed because all pockets in the affected area failed to recover. System was rebooted twice and then fully powered down for six minutes, but the issue persisted. The back of the unit was opened, and the drawer was manually pushed open; however, the system did not recognize that the drawer. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the multiple cubies had failed. A field service engineer (fse) was checked the full height drawer 5 and its diagnostic leds were extinguished. The fse diagnosed the failure as a faulty drawer controller cascading to the pyxis module controller board. The fse replaced the both boards, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.